Event description:
The pt reported being hospitalized on (B)(6) 2010 with elevated blood glucose of 30 mmol/l (540 mg/dl). The pt's normal blood glucose level is 10 mmol/l (180 mg/dl). The pt bolused through the infusion device but his blood glucose remained elevated. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.